Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 425 mg/dl. It was unknown if customer using auto mode on insulin pump. Customer declined troubleshooting for high blood glucose. Customer received sensor updating alert. The customer reported that the site was bleeding. Device will not returned for analysis.